Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 642 mg/dl at the time of the incident. The customer was at 249 to 52 mg/dl at the time of the call. The customer felt they went low due to treating the high. The customer used manual injections and was given intravenous insulin to treat the high and used juice to treat the current low. The customer experienced symptoms such as being out of it and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer alleged the pump was under delivering. Troubleshooting was completed but did not resolve the issue. The customer has had 3 high events in the 600 mg/dl range since october. The insulin pump will not be returned for analysis.